Event description:
A patient with an ng tube experienced multiple leakage issues after tube feeding was initiated. Tube feed was leaking at two locations on the ng tubing: at the junction where the clear tube meets the blue tube, and at the distal end where the ng tube connects to the stopcock, due to a loose, unstable connection. The stopcock repeatedly loosened and slid off, causing additional leakage. Actions taken: staff attempted to secure the connections using tape and co-band, but the leaks persisted. Leakage was also noted around the air valve port where it attaches to the tubing. Because the connections could not be stabilized and leakage continued, the ng tube was ultimately discontinued. Equipment concerns: when obtaining a replacement ng tube, the first new tube removed from its packaging showed a similar defect at the y-site, where the tubing appeared partially separated and likely to leak or allow air escape. A second ng tube from the same supply did not show this issue. Outcome: ng tube discontinued; equipment quality concerns identified and should be reviewed for potential product defect or supply issue. Hecc:4580. Dpc:1354,1371,2588,4043. Ref report: mw5179541.